Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary left l5-s1 spinal root decompression. In 2000, the pt presented with a recurrent disc herniation which was moderate in intensity. Disc herniation was confirmed by MRI 6 months later. The pt was administered vioxx and vicodin and had re-op surgery scheduled per pt request for 3 months later. At the time of case report form completion the surgery was scheduled and pt continued with treatment (medication). The investigator classified this event as unrelated to adcon-l. The investigator noted "known risk of surgery is recurrence" as a possible explanation for the event.